Event description:
It was reported that the patient presented in clinic for follow-up, device interrogation revealed the atrial lead exhibited noise. Patient is not atrial dependent and was asymptomatic to the noise. The physician elected to perform no intervention and continue monitoring the lead.